Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Sr8 images are coming back unclear or grainy. Biomed doesn't know if the clinicians have tried adjusting the contrast to minimize the clarity issues. Also doesn't have any other probes or sr8 units to test with.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of poor image quality was unconfirmed. The unclear image is unconfirmed as it is comparable to a test scanner. There is no root cause as the problem could not be reproduced.

Event description:
Sr8 images are coming back unclear or grainy. Biomed doesn't know if the clinicians have tried adjusting the contrast to minimize the clarity issues. Also doesn't have any other probes or sr8 units to test with.